Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing hydromorphone (40mg/ml at 10.505mg per day) and bupivacaine (20mg/ml at 4.775mg per day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump began alarming on (B)(6) 2016. The pump was last filled on (B)(6) 2016. The patient's personal therapy manager (ptm) displayed code 8474, indicative of a reset. Interrogation of the pump identified that a low battery reset occurred on (B)(6) 2016. No patient symptoms were reported, and the patient was redirected to a healthcare provider to program the pump to minimum rate or discuss replacement. The pump's elective replacement indicator (eri) time was noted to be 5 months.

Manufacturer narrative:
Updated to incorporate the information received on 2017-jan-03. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-jan-03. It was reported that the pump had been updated to simple continuous programming since (B)(6) 2016. The rep also reported that the pump logs showed that the low-battery reset occurred on (B)(6) 2016. The patient had no symptoms.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump had been replaced on (B)(6) 2017.